Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the device being fired on (named vessel, renal hilum)? Renal hilum. Did the 2nd device cut when fired? Were any staples deployed or visible in operative field? Second device did not cut nor were staples deployed nor in the field. What was the quantity of blood given to patient? The patient had 6 units of packed red blood cells in the operating room and 4 units of fresh frozen plasma. What is the current patient status? Recovered well.

Event description:
It was reported by the sales rep that during a laparoscopic convert to open nephrectomy that the customer pulled one device and there was initial difficulty loading the device, the device fired and staples didn¿t form properly there was bleeding along the staple line. Second device was pulled and fired but no staples deployed, at this point there was considerable amount bleeding and the patient was given multiple units of blood. Third device was opened to complete the procedure. Surgery was prolonged; unsure how long at this time. Surgery was moved from laparoscopic to open. The patient is currently recovering in ICU. Three devices and reloads will be returned.

Manufacturer narrative:
(B)(4). Batch # n54a3g. The analysis results found that the ats45 device was received with the closing trigger jammed halfway and the anvil not aligned with the channel. A tr45w reload present, partially fired 1/4 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. The device could not be opened, and the device was disassembled to verify the condition of the internal components and no anomalies were noted. The anvil misalignment could lead to malformed staples, based on this the event described is confirmed. No conclusion could be reached as to how the damage to the device occurred. Note: the returned anvil was dimensionally compared with a production anvil used for engineer testing. No significant difference in the anvils was observed. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.